Event description:
Information received from the field does not address the patient's clinical status but notes that during implant, the device exhibited no output on the atrial channel, loss of atrial capture and >2500 ohms atrial lead impedance. The device connection was checked and the lead tested normal with the analyzer. Therefore, a new device was placed.